Manufacturer narrative:
Product ID: 8835 serial# (B)(4), product type programmer, patient: product ID: 8780 serial# (B)(4) implanted: 2012 (B)(6), product type catheter (B)(4).

Event description:
It was reported, the physician was unable to aspirate from the catheter access port to do a dye study. The patient was sent for a computed tomography (CT). Additional information has been requested but was not available at the time of this report.